Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's interface board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's interface board was replaced to address the issue. The interface board was evaluated by the manufacturer's product investigation laboratory (pil) and found the interface board functioned as designed and operated without issue or error codes.